Event description:
As the surgeon was quilting 2 pieces of veritas collagen matrix together, for a hernia repair, he noticed the prolene suture was tearing the patch. A second surgeon also noted the tears. Surgeon made the decision to implant the product. Patient had reherniation the day after surgery. Patient is scheduled to return to the or. Patient has had prior history of multiple hernia recurrences, previously having had synthetic mesh and alloderm implants. Surgeon had not used veritas before.

Manufacturer narrative:
No product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.